Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed 130 millimeters (mm) from the terminal pin in two segments totaling a length of 597 mm. Cuts in the insulation and suture sleeve were noted. The clear medical adhesive was torn/separated from the gore covering at the proximal end of the proximal spring electrode, with the proximal spring stretched at that point. Tissue was noted on the distal end of the distal spring electrode. Detailed analysis noted trilumen insulation damage through to the rs- and proximal high voltage lumens at approximately 310-317 mm from the tip of the lead. Webbing damage was also noted in this area. The distal high voltage cable had looped out through the abrasion damage. An x-ray was performed and no anomalies were noted. Additional testing concluded that the lead was electrically continuous. Due to the location and type of damage that was observed on the lead, it is likely that it was caused by entrapment in the clavicle/first-rib region. Although a lead fracture was not confirmed, all other clinical observations were able to be confirmed.

Manufacturer narrative:
As of today, no addiitonal information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular lead displayed low, out of range pacing impedance measurements and low intrinsic amplitude. It was reported that the physician suspected there also to be a conductor fracture. A lead revision procedure was performed where the lead was explanted and replaced. There were no adverse patient effects reported.